Event description:
Our rep is reporting that during an arthroscopic shoulder procedure the surgeon observed that the electrode was arcing in the body, and at some point there was some "patient twitching". The procedure was concluded successfully without further issue or harm to the pt. The complaint device was discarded by the user facility.

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device towards conducting a root cause failure analysis. The investigation's conclusions will be the subject matter in the follow-up report.